Event description:
The customer used the suspect device to check their blood glucose and obtained a result of hi and 555 mg/dl. Customer went to the ER and their glucose was 197 mg/dl. Customer was admitted for additional tests. Controls were run and in range. The device was replaced and requested to be returned for evaluation.